Event description:
User reports 12-15 pt samples had low results on several assays. The laboratory host system flagged the pt reports for review. The user reviewed the reports and repeated the pt samples affected. One example was provided. Initial ggt result was 0 u/l, repeat result was 35 u/l. No corrected reports were needed as no erroneous results were sent. There was no effect to the pt's condition. The field service rep determined the sample probe was partially obstructed from possible micro clots in the specimens. The user performed sample probe wash ten times followed by several sample probe primes. The laboratory mgr informed the field service rep the appropriate sample handling processes will be reviewed with local staff as well as remote processing station staff.